Event description:
No blood glucose levels reported. The customer reported that the insulin pump had a crack on the screen. It was reported that the drive support cap of the insulin pump appeared to be loose. The customer was advised that the insulin pump would need to be replaced. The customer was advised that the insulin pump would need to be returned for analysis. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The drive support was inspected, and no anomaly was noted. However, the pump was received with minor scratches on the display window, a cracked case at the display window corners, and a cracked reservoir tube lip.